Manufacturer narrative:
According to the operative report, the patient was deemed too high risk for an open re-operative aortic valve replacement given his age, frailty and hostile mediastinum with patent grafts. During the transapical tavr procedure, the 28 fr introducer sheath was placed without difficulty. There was some transient hypotension that was treated. The valve was introduced, identified in good position on tee and fluoro and deployed under rapid ventricular pacing without difficulty. After completion of rapid ventricular pacing, the patient remained hypotensive despite chemical pressor and inotropic administration. Without response to pressors, the sheath was removed, the sutures were tied, CPR was initiated and an intra-aortic balloon (iabp) was placed via the left groin. Total time of CPR was probably in the ¿5 to 7 minute range¿. As soon as the iab was passed and pumping was initiated, contractility improved, which restored good blood pressure. The patient gradually regained good function and hemodynamics. It was noted that there was a moderate paravalvular leak once the patient¿s pressures came back up to a near normal range. It was decided to attempt post dilatation with a new balloon through the groin but as soon as the guidewire crossed the aortic valve the ai increased and the patient became hypotensive. The operators decided to leave the patient with the moderate pvl because of his hemodynamic instability. The patient was transferred to the ICU in a stable condition with the iabp in place. The next day the patient became progressively hypotensive and died. A statement from the medical examiner was received from the hospital as follows, ¿based on external exam, patient expired from multiple complications after transcatheter transapical aortic valve replacement surgery for aortic stenosis and aortic insufficiency. Complications include intraoperative cardiac arrest and contributing factors include hypertensive and atherosclerotic disease.¿ per the instructions for use (IFU), cardiac arrest and death are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Tavr patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is common and is treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the exact cause of the patient¿s death cannot be confirmed; however, this (B)(6) patient was deemed high risk, with frailty and a history of multiple cardiac conditions, at the time of the tavr procedure. In addition, the use of general anesthesia along with the tavr procedure itself, could have contributed to the reported outcome. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation for the cause of the patient¿s death is in process.

Event description:
As reported to the clinical specialist by the hospital valve clinic coordinator, one day s/p tavr procedure, the patient had expired. The patient became anuric, was started on cvvhd (continuous veno-veno hemofiltration dialysis), was persistently hypotensive and seemed to have little cardiac reserve.